Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed low reservoir. Customer then filled the reservoir and the device continues to alarm low reservoir. Customer wasn't sure if the insulin leaked out of the connection. She wasn't sure if she did anything incorrectly. Customer's blood glucose was 229 mg/dl. Customer verified she had an open circle on the device and the low reservoir on the screen. Customer was advised to remove the reservoir and see how much insulin was left. Customer didn't understand and decided to discontinue troubleshooting and will perform it with her trainer. Customer declined assistance with changing her reservoir. Customer is not returning the device for analysis.